Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and pump shut off. Customer was hospitalized for diabetic ketoacidosis. Customer did not provide additional information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.